Manufacturer narrative:
The service engineer identified the source of the smoke and smell. The cable which connects the reagent stepper motor with the con_reag board was visually melted. A customer service engineer was dispatched to the site to perform repairs and replace the cable. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The account noticed smoke and a burning smell emitted from the bn prospec instrument. The instrument was shut down and the account suspended processing of samples. There was no injury to operators of the device. There in no indication of adverse impact to patients due to delay in processing samples.